Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID neu_ptm_prog, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) and manufacturer representative reported that no communication with the patient's implant was possible with the clinician programmer or the patient programmer. The hcp wanted to know if electric shock therapy could cause there to be no communication with the implant. The patient recently had a medical test or emi environmental exposure of multiple electric shock therapy treatments that could be related to the issue. The patient also had bladder symptoms in (B)(6) 2015 and didn't know exactly when the bladder symptoms returned. The patient was scheduled for battery replacement tentatively in (B)(6) 2015. The cause of the event was most likely due to battery reaching end of service (eos) since the device was implanted in 2005. The issue would be resolved when the patient receives a new battery.